Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device did not cut or staple when using the second reload. It took about five minutes to pry the device open. A like device was used to finish and case. There was no patient consequence.